Manufacturer narrative:
Customer report of stenosis and calcification was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Calcification fused leaflets 2 and 3 by approximately 3mm near commissure 3 on outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Manufacturing records were not reviewed as no lot number was provided. A manufacturing deficiency was not identified. Based on product evaluation findings, calcification and host tissue restricted leaflet mobility which led to stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a surgical valve was explanted due to aortic stenosis secondary to calcification. The implant duration of the surgical valve was approximately our years. On three years¿ post-implant, severe stenosis was detected. The patient has been in dialysis since the implant of this subject device. The subject device was replaced with a non-edwards mechanical valve with no adverse patient effects reported. Valve condition at explant was described as ¿calcification was detected from cusp to free margin on all three leaflets, leaflet mobility was restricted and aorta was also calcified (mean pressure gradient: 60-70 mmhg). The patient status was reported as ¿recovering¿ at ICU.

Manufacturer narrative:
Additional manufacturing narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.